Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No information provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seal intact. Cracked top case and cracked right plunger case. Functional testing and occlusion tests were conducted. The motor rate error was found during functional test. The main printed circuit board (pcb) was not operating as intended. The reported issue was confirmed. The root cause was determined to be normal wear and tear due to age of device, as there was no noted damage to the main board. The following actions were taken: the main printed circuit board (pcb) was replaced. Additional repairs included: top case, replaced right plunger case, leadscrew (teflon coating is in bad condition), replaced right and left clutch halves. Device occlusion test and functional tests all passed after repair.